Event description:
It was reported that the cassette was not attached properly alarm is persistent. Alarm would not clear after cassette was attached or removed. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found failed. Testing found defective downstream occlusion sensor (dso). Replaced the downstream occlusion sensor, bezel, seal, and labels. Updated software. Performed performance verification tests (pvt) , unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.